Event description:
It was reported that during a pta treatment procedure to dilate a lesion in an existing dialysis graft at the anastamosis site, the balloon ruptured and then detached from the catheter shaft. The balloon was advanced to the lesion site and was inflated (unknown atm) when the physician thought the balloon had become punctured. When the balloon catheter was withdrawn from the pt, the physician noted that the balloon material had completely separated from the rest of the catheter. The pta procedure was aborted and surgical intervention was required to successfully retrieve the balloon material from the pt. The physician plans to complete the pta procedure at a later date. Pt status is reported as 'ok' following the procedure.